Event description:
The doctor was inserting the viscoelastic when the patient moved, causing a capsule tear. The doctor thought the eye could support the lens, but when implanting the lens in the patient's eye the haptic entered the posterior chamber. A vitrectomy was required and the incision was enlarged to implant an anterior chamber lens.